Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, elevated creatinine levels in hematuria and blood tests were confirmed. The diagnostic criteria for acute kidney injury (aki) is a serum creatinine level increase of 0.3 mg/dl or higher within 48 hours, but in this case, an increase of 0.5 mg/dl was observed, so it was confirmed to be aki. Subsequently, hematuria and creatinine values improved the following day, and the patient was discharged from the hospital. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: concomitant product added as continuation if d10: product ID: 10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.